Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been retuned. No conclusion can be drawn at this time. We will submit a follow up report when/if prod is returned for eval or add'l info becomes available.